Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inlet tubing for fixing the balloon of the foley catheter was cracked. The urethral catheter fell off after 10-minute indwelling for urine drainage. A second indwelling was conducted.

Manufacturer narrative:
The reported event was confirmed. The root cause was unknown. The reported failure was able to be reproduced. Visual inspection noted sac burst along lumen without missing pieces. A potential root cause for this failure might be contributed by thin sac issue or latex run back. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. - use luer tip syringe to inflate with stated ml of sterile water. Or - for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. Do not use if package is damaged. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Correction: d, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the inlet tubing for fixing the balloon of the foley catheter was cracked. The urethral catheter fell off after 10-minute indwelling for urine drainage. A second indwelling was conducted. Per follow-up information received via ibc on 28feb2022, stated that the balloon burst and there was no missing pieces of the balloon. There was no impact to the patient.